Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with keypad scratched. Event history log review was performed and found acu watchdog and primary audible alarm post errors in history. Visual inspection and start-up process, flow and occlusion testing were performed. The customer's reported problem could not be duplicated. Investigation unable to determine the reported problem and the main cable connection was not hot glued to the main board. Investigator's replaced speaker as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited primary audible alarm bgnd test. No reported adverse effects or patient injury.